Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/05/2026. An investigation was conducted on 02/11/2026. A visual inspection was conducted. Signs of clinical use with no evidence of blood was observed. There were no visual defects observed on the aortic cutter. The intact aortic cutter blade was observed to be deployed with no visual defects observed. Based on the returned condition of the device and no specific failure reported, there were no failure observed. The lot # 3000478410 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
N/a.

Manufacturer narrative:
(B)(4) event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the cutter would not function of the hst iii system (3.8mm).